Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered defective patient board, heavy dust inside the unit, orifice was dirty, the front panel harness was corroded, front panel was okay, top cover is corroded and the paint is peeled off, receptacle unit was loose, sdi connector was deformed due to which it can't be fixed, and front panel was dirty. Additionally, the led unit output was low also in narrow band imaging the light red, corrosion on the rear panel, foot switch connector, front panel buttons and lights were working, and scope-socket was dirty and deformed but non-critical. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a upper gastrointestinal series (ugi) endoscopy procedure, the power switch of the video system center could not be turned on and that no image was displayed. It was difficult to keep it locked in the on position, and with the help of taping the switch, it remained on. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty printed circuit board and power switch. Olympus will continue to monitor field performance for this device.